Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: the device history record (DHR) of product code 199723540s, lot 261289, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on november 20, 2019.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 while inserting the nut, just past the wing of the verse screw, the nut began to fillet. Another nut was tried without success. This happened on three (3) screws which had to be replaced. One of the screws was inserted with a larger diameter. The procedure was successfully completed with a 120 minute delay. This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.0 x 40mm. This is report 1 of 3 for (B)(4).